Event description:
It was reported that during a da vinci-assisted surgical procedure, the customer stated that the synchroseal instrument was not working. The e-100 generator was not recognizing the instrument. The customer stated that the led indicator was off and had already performed two restarts on the generator with no success. The customer was unable to try another instrument at the time of the issue. The procedure was completed as planned. There was no report of patient injury. Intuitive surgical, inc. (Isi) made multiple follow-up attempts to obtain additional information. However, no further details have been received as of the date of this report.

Manufacturer narrative:
Based on the claim against the product by the customer noting recognition issues on the e-100 generator, an investigation is in progress to determine the cause of this reported event. The intuitive surgical, inc. (Isi) field service engineer (fse) went on site and was unable to verify or reproduce the reported issue. The fse did replace the e-100 generator. Isi did receive the da vinci product with an alleged issue to perform failure analysis. The e-100 generator was installed on a test system and worked with a vessel sealer instrument. The vessel sealer instrument was used with a saline dipped gauze and fired 100 times with no issue using the e-100 generator. The reported issue could not be replicated.

Manufacturer narrative:
Intuitive surgical, inc. (Isi) did receive the da vinci product that was associated with an alleged issue to perform failure analysis. The synchroseal instrument passed the recognition and engagement tests when placed on the system arm. The instrument cord was successfully inserted into the bipolar port of the generator. The white led light illuminated from the generator indicating the instrument was recognized for energy delivery. The instrument moved intuitively. All proper audible tones occurred when pedals were activated for cut electrode/sealing. All ceramic dots were present. The reported issue could not be replicated. Isi followed up with the initial reporter and obtained the following additional information: the instrument was inspected prior to use. The incident was resolved during surgery by using another synchroseal instrument. The customer used the same robotic generator. The patient lost an additional 200 ml of unnecessary blood with no clinical consequences.

Event description:
Refer to h10/h11 for follow-up information.